Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon investigation the monitor displayed a service code 110 (overvoltage cleared no energy). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. No adverse event resulted from the defective monitor.

Event description:
During the investigation of a monitor following a non-reportable patient death, a reportable malfunction was found.